Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an electrophysiology (ep) study performed when the issue occurred. The procedure was aborted, and the procedure was completed by using another system. A philips service engineer inspected the system onsite and confirmed that the system unable to boot up. After reviewed the log file of the system and did some functional test it confirmed that there is a malfunction with hard disk drive (hdd) of the ippc, which caused the system to not start up. The philips engineer replaced the hard disc drive (hdd) in the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.